Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed.

Event description:
The end user states that the leg is bending. The end user states that front leg is bent.